Event description:
On (B)(6) 2012, the reporter contacted animas stating that the pump powered off over night. The battery was reportedly corroded. The reporter denied visible moisture inside the pump. There was reportedly no damage to the battery compartment, battery cap or keypad. It was noted that the battery cap secured tightly to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
(B)(4): the black box review shows one reboot and replace battery alarm on the reported event date. After visual inspection, a hairline crack found on the battery compartment, the battery cap observed to be intact and able to maintain an electrical connection. No reboots were duplicated during testing. The pump powers on normal with no alarms, performed pump rewind, load and prime several times with no power issues. Inspection shows evidence of moisture corrosion in the battery compartment, the pump was leak tested and it failed to confirm a battery compartment leak.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.